Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer stated that she jumped into a pool of water with her insulin pump on. Customer's blood glucose level was 107 mg/dl. Customer stated that the display screen went blank immediately after moisture exposure. Customer reported that there was fluid under the lcd display. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump had a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. No constant tone was noted.